Event description:
The hospital reported that during the saphenous vein harvesting procedure, three bipolar scissors had intermittent power output issues. The procedure was completed via bridging technique. No other patient complications were reported. This report is for the third scissors that failed and a bridging technique was performed to complete the procedure.